Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. It was also reported that the lead exhibited diminished sensing and high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.